Manufacturer narrative:
We have received the complaint device for evaluation. However, we were unable to confirm any defect with this device during our evaluation process. When we attempted to close the blades into the retainer by pulling the green handle multiple times, all of the blades properly inserted into its retainer. All of the blades and the centering hoops properly exited the sheath when the device was actuated by pushing the green handle. All of the four retainer slot gap were measured to be within specification. We did not observe any damaged or misaligned hoops. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. At this time, we could not conclusively determine the root cause of the failure during the surgery since the device operated properly during our evaluation. It is possible that some anatomical or procedural factors may have contributed to the failure. As stated in our IFU, the hydro valvulotome should not be rotated or advanced in open position while inside the vein. The cut section of the vein was sutured using a vein patch. The vein then harvested and used for in-situ fem pop bypass with any further complications.

Event description:
During valvulotomy of great saphenous vein, blades of the valvulotome got stuck in the vein of the patient. Surgeon tried to close the blades and retract the device from the patient's vein. However, the blades could not be retracted and was stuck 3-4 inches proximal to the knee bend. This resulted in a small cut in the great saphenous vein and longer operating time under anaesthesia. The cut section of the vein was sutured using a vein patch. The vein was harvested and used for in-situ fem pop bypass with any further complications.